Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient and a questionable estradiol result for one other patient. Of the data provided, only the hcg+b result was a reportable malfunction. The initial result was 54.34. Upon repeat testing, the results was > 10000. When repeated with a dilution, the result was 59621. The unit of measure was not provided. The result of 59621 was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number and expiration date were requested, but were not provided. The field service representative found the bead mixer speed was high and may have contributed to foam on the reagent.

Manufacturer narrative:
This event occurred in (B)(6).